Event description:
It was reported on (B)(6) 2010, the lead in the pt's neck was sticking out through the skin and they have "pushed it back in." Pt has had a sore for the past week and then on (B)(6) 2010, noticed the lead coming through the skin. Pt went to the ER and they directed the pt to a specialist. Pt indicated there was no known accident or incident related to this complaint. On (B)(6) 2010, pt stated he has had surgery to deal with leads sticking out of his neck but the generator was left in. The pt stated the surgeon who did the leads got authorization to go back in and complete the additional surgery but was no longer able to practice. Pt stated he had not charged the device lately. Pt started a recharging session and was able to successfully start a session. Pt was advised he should fully charge device up and monitor battery status even though he was unable to use it since a lead revision/replacement surgery needed to be scheduled. The pt stated that this was the third surgery to take care of being able to use the device; the first time the lead dislodged, the second time (B)(6) and now the lead sticking out through neck. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).